Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the implanted drainage catheter in which a thread was noted on the catheter hub. The catheter hub was noted to be attached with some external connector. No visual anomalies were noted. The investigation is inconclusive for the reported fracture and fluid leak issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure, it was noted that the drainage catheter connector had fractured. It was further reported that there was leakage. The procedure was completed using another device. There was no reported patient injury.